Event description:
It has been reported to philips that the system did not start up correctly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported problem. Review of the logfile identified an issue with the host pc not starting up. A philips remote service engineer (rse) examined the system and identified that the system kept restarting with the error message 'lost connection to host¿. A philips field service engineer (fse) visited onsite and suspected that the issue was caused by a defect in the host pc. To resolve the issue, fse replaced the host pc and the hard disk spare parts. After the replacement, the system was returned to use in good working order. The host pc was returned to philips for further analysis and no failure was identified. The codes were updated based on the investigation outcome.